Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a planned treatment procedure was performed when the issue happened. The procedure was completed by using the wired foot switch. Philips field service engineer (fse) visited the site and confirmed the reported problem. Upon troubleshooting, fse found wireless foot switch was insensitive. Fse provided a new quotation to address these issues, but the customer declined further service. The device was not restored to full functionality. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. An update has been made to the instructions for use (IFU) regarding the charging and handling of the wireless footswitch. This includes the requirement to have the wired footswitch always connected as a backup. Therefore, due to the availability of an alternative footswitch, in the event of a wireless footswitch failure, the procedure can be completed with minimal or no delay. Due to this, the malfunction of a wireless footswitch would not be likely to lead to a death or serious injury. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that intermittently the system could not emit x-ray with the wireless foot switch. The device was in clinical use at the time of event. No harm was reported to philips. Philips has started an investigation of this complaint.